Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Unit received with cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the ring on top of the batter compartment was sometimes coming loose. The ring was then moving along the tubing from the infusion set. The customer¿s blood glucose level was unknown. The device will be returned for analysis.